Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose was 500 mg/dl. The customers high blood glucose was treated by using insulin pump. Troubleshooting was declined for high blood glucose level. The insulin pump will be not returned for the analysis.